Event description:
Upon initiation of a routine hemodialysis treatment, it was reported that the operator experienced arterial pressure alarms. While troubleshooting the alarms, air entered the disposable circuit followed by a system alarm. The operator elected not to continue. Manual rinseback not performed due to concern of clotting, which resulted in a 210cc blood loss. No medical intervention was required.